Event description:
The manufacturer representative reported that they saw it quite often that an implantable neurostimulator (ins) at or near end of service (eos) showed high impedance before replacement and after replacement the impedances normalized.